Event description:
It was reported that the patient was unable to connect to the ipg following an unrelated procedure. The ipg is not provided therapy. Reportedly, the ipg was set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.